Event description:
Boston scientific crm received information that the patient with this pacemaker experienced syncope and was in a motor vehicle accident. The pacemaker was tested and appropriate pacing and sensing qualities were noted. The device had recorded two sudden brady response (sbr) episodes on the day of the accident. The patient also had ventricular tachycardia episodes, however they were not recorded on the same day. A technical service consultant was contacted and discussed sbr programming and other programming options.

Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.